Event description:
Reporter states customer reportedly received result of 498 mg/dl on the advantage system and 220 mg/dl on professional's device within 10 minutes. Customer immediately re-tested on the advantage system and obtained result of 331 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.